Event description:
It was reported that a clearlink duo-vent continu-flo solution set leaked. This occurred during patient infusion of norepinephrine. The patient was also receiving vasopressin through another line. The reporter stated that the vasopressin and norepinephrine lines were being run separately, but connected through a y-connection into the patient line. She stated that the patient's blood pressure was decreasing despite increasing his vasoactive drips. She identified fluid on the floor and determined that the leak was from one of the luer-activated valves of the norepinephrine line. She stated that when the norepinephrine was leaking the vasopressin also back-flowed and leaked. Blood backed up into the line but no blood leaked out of the line. The reporter stated that the valve that leaked had not been accessed and she did not know how long it had been leaking. There was patient involvement, however there was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received and evaluated. A visual inspection was performed and the reported leak was observed. Functional leak testing of the sample revealed a leak originating from the tubing between the middle and bottom y-sites. Closer microscopic inspection of the leak area revealed that the tubing appeared to be punctured. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and is in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After the reported event was discovered and the nurses were able to resolve the issue, the patient¿s infusion was able to be decreased. The patient required medical intervention including additional administration of vasopressin due to the report of blood pressure dropping. The patient required frequent assessment of vital signs. Upon further investigation, it was determined that the sample received was not the actual sample for the reported event. Should additional relevant information become available, a follow-up medwatch will be submitted.